Event description:
Pt was alleged to have visited a hospital emergency room complaining of "loose plastic pieces" (in the nose). Pt had previously undergone surgery involving orbital/nasal osteotomy, colonization of sinuses, and cranial reconstruction. Macropore reinforcing and fixation products were reported to have been used in the reconstruction procedures.

Event description:
Refer to initial report.